Event description:
A caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and assisted the caller with a pump reset, after which the cgm error code did not reappear. The caller successfully started their sensor session.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.